Event description:
A medtronic representative reported that a spine clamp instrument was damaged. The medtronic representative stated the clamp screw was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The site has chosen to send the part to a non-medtronic facility for repair. The site has been notified that medtronic can no longer guarantee the performance of the product if it is repaired by a non-medtronic firm. Part will not be returned to medtronic for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device lot number, or serial number, unavailable.device manufacturing date is dependent on lot number/serial number, therefore, unavailable.replacement device shipped to site on 18-feb-2015 for issue resolution. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.